Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was showing non physiological signals that were over sensed. A follow up on clinic for evaluation and due diligence testing was recommended. The ra lead remains in service. No adverse patient effects were reported. Additional information was received from the field mentioning that a microfracture possibly was the origin for the observed ra lead behavior. The lead is being monitored at this time and they are waiting for nearing generator change. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was showing non physiological signals that were over sensed. A follow up on clinic for evaluation and due diligence testing was recommended. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.